Manufacturer narrative:
It was reported that "patient was burned." Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details. Due to the reported incident and in an abundance of caution, this medwatch is being filed. No additional information was provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "patient was burned."